Event description:
The user facility reported that there was a leak in the insertion section of the subject device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found the insertion tube coating was peeling off. This report is being submitted for the malfunction (coating peeling) found by service during the device evaluation.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 7 years since the subject device was manufactured. During inspection and testing, service confirmed the device was leaking due to a perforation in the curved rubber, and a perforation in the forceps channel. The insertion tip was damaged. The insertion tube was collapsed, and the insertion section was crushed. There was a burn on the distal end cover (contact of high frequency snare, influence of radiant heat). The bending angle is lacking due to stretching of the angle wire. The universal cord had wrinkling. Scratches were observed on the operation unit, rotating mechanism, switch box, grip, angle lever, up/down plate, universal cord, scope connector, scope connector cover, and on the light guide cover lens. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Based on the results of the legal manufacturer¿s investigation, the insertion tube coating was likely peeling off due to stress applied during use of the device, external factors, or handling of the device. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 02/sept/2022. This MDR is being submitted as part of a retrospective complaint review involving bf series scopes. This report reflects olympus' re-evaluation of previous medical device reporting decision. An addition reportable finding of plastic distal end cover melted or burned around the instrument channel outlet at the distal end. Based on the results of the investigation, the probable cause of the reported event is due to the use of high-energy hand instruments (laser/high-frequency/et cetera (etc.)) Without ensuring sufficient distance from the distal end (handling problem). However, the root cause of the reported event is unable to be determined. The suggested event can be detected and prevented by handling the device in accordance with ¿chapter 4 operation¿ in instructions for use (IFU). Olympus will continue to monitor field performance for this device.